Event description:
Reporter indicated that vns pt was diagnosed with bilateral vocal cord paralysis. The pt was reportedly hospitalized for seizure monitoring, but was reportedly receiving efficacy from the vns therapy. It was reported that while hospitalized, the pt's vocal cords collapsed against their trachea and a tube had to be inserted for pt to breathe. There had reportedly been no recent injury or trauma to the pt's neck area. Treating neurologist had changed the pt's anti-epileptic medication from depakote to dilantin during their hospital stay. The pt's device was programmed to off. Treating physician indicated that pt did not believe that the vns caused the paralysis since the pt was asymptomatic until approximately three weeks ago as well as it being a bilateral case as opposed to a left unilateral paralysis. A cause of the vocal cord paralysis has not yet been determined and the pt has been referred to an otolaryngologist for further evaluation.